Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) homechoice cassettes were damaged. The home patient (hp) stated that they noticed that the patient line on those cassettes had "two rings near where they connect to their catheter; it looked like a razor cut from the inside". The issue occurred during set up. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
All fifteen (15) reported samples were received for evaluation. A visual inspection with naked eye noted a shallow scratches/cuts (not penetrating the tubing wall) affecting all the devices on the patient line tubing near the patient connector. The reported issue was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.